Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was displaying long charge-times during middle of life battery voltage. There was concern from the physician that the battery may be depleting sooner than expected. No adverse patient effects were reported. Further information was requested from the field representative; however, no additional information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.